Manufacturer narrative:
The ge rep conducted an onsite investigation. The vertical lift column power supply was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 8800 system displayed a lift switch is stuck error message. No pt injury was reported.